Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. A cracked reservoir tube lip, minor scratches on display window and a cracked case near display window corners were all noted during visual inspection. (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose of 450 mg/dl and kidney pain, leading to a hospitalization. The customer treated with the insulin pump. Her other symptoms included nausea, excessive thirst, excessive urination, abdominal pain, and ketones. The customer visited the emergency room, and her blood glucose was at 295 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. No leaks or air in the tubing were found. Insulin exited during a manual prime. The customer was advised to revert to a back-up plan and treat. Nothing further reported.